Manufacturer narrative:
(B)(4). Baxter product surveillance spoke to the peritoneal dialysis nurse (pdn) on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the incident. The pdn stated that the patient is continuing therapy and is doing just fine. The pdn stated that he demonstrated proper therapy procedures with the patient and that the patient is good about following them.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 2 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during drain 2 of 4. The home patient (hp) stated he disconnected himself during the second drain. The hp had disconnected and re-connected, so was connected at the time of the alarm. The patient was explained the proper connect and disconnect procedures and it was advised to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.